Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they alleging possible insulin pump was under delivering. The customer blood glucose level was 200 mg/dl at time of incident, took bolus and 2 unit of insulin and still getting high, then they change the infusion set and after 10 to 15 tried to check the blood glucose, they went down from 313 mg/dl to 263 mg/dl after 5 minute they tried to check blood glucose again went down to 240 mg/dl. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they were on auto mode feature. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The device will not be returned for analysis.